Manufacturer narrative:
(B)(4). Eval results and conclusions: endoleak. Severely angulated and calcified aortic neck. Device was used in a pt with severely angulated and calcified aortic neck.

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 50 mm diameter abdominal aortic aneurysm approximately four months ago. The vessels were severely calcified and tortuous. The aortic neck had 90 degree angulation and it was severely calcified. It was reported that the pt presented for a routine follow-up and the CT scan demonstrated a minor proximal type I endoleak. The pt was treated with another manufacturer's stent approximately one month ago and the endoleak was resolved. No additional clinical sequelae were reported and the pt is fine.